Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported stenosis leading to this explant cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported to sales that a patient with an edwards aortic bioprosthetic valve was diagnosed with aortic stenosis after an implant duration of approximately 14 years, and underwent an implant of a transcatheter valve inside the failing one. Records indicate the patient was hemodynamically stable at the end of the procedure.